Manufacturer narrative:
The reported events of post-op dislodgement, failure to capture and difficult or delayed separation could not be confirmed. Final analysis found the helix length to be stretched out of specification consistent with force used during the procedure. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. It was noted that the right ventricular lp exhibited difficulty in separating from the catheter during implant. Post check on the next day post implant showed failure to capture at max outputs. X-ray was ordered which showed the device has dislodged. The lp was explanted and replaced. The patient was stable.

Event description:
New information received notes that the patient sustained asystole and hemoptysis during procedure. The patient was intubated in order to be stabilized.